Event description:
It was reported that during a hand assisted right radical nephrectomy converted to open. Per op note and interview, after firing the ethicon echelon flex powered vascular stapler 35 across the renal artery and vein, when the instrument handle mechanism was opened and immediately copious bleeding was observed. The procedure was converted to an open procedure to control the bleeding. Assistance from vascular, uro/onc surgery and general surgery were urgently consulted intra-op to manage the bleeding and to repair the renal artery and vein. During the procedure, anesthesia implemented massive transfusion protocol. The patient. Received six units prbc, 7ffp, 1 cryoprecipitate and 1-unit platelets. The final procedure performed is documented as a hand assisted right radical nephrectomy converted to open, laparotomy, repair of right renal artery and vein, mobilization of vena cava, repair of duodenum and wound vac. Ligation of renal artery hemorrhage, primary repair of right renal vein, vena cava for hemorrhage. Interview and inspection of the used stapler cartridge revealed that only two of the proximal most staples on the patient side deployed. Staples were clearly visible in the cartridge with the staple row of the specimen side empty of staples. The patient survived the procedure and was transferred to ICU intubated and on mechanical ventilation. The patient was extubated on and transferred to a medical/tele floor.

Manufacturer narrative:
(B)(4). Date sent: 7/21/2023. D4 batch # unk. Mw5119146. Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 7/31/2023. Additional information: upon further review, it was determined this event was previously reported on the manufacturing report number 3005075853-2023-04711. G8.